Manufacturer narrative:
Improper routing/securement of joystick harness.

Event description:
Consumer alleges they were traveling in a handicapped van when she looked on the side of the unit and there allegedly was smoke coming out from the wires on the joystick.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges they were traveling in a handicapped van when she looked on the side of the unit and there allegedly was smoke coming out from the wires on the joystick.